Manufacturer narrative:
D6a implant date: the implant date was in 2021, the exact date is unknown.

Event description:
It was reported that the patients' implantable pulse generator (ipg) of the spinal cord stimulator (scs) system was fully depleted. The patient underwent a procedure in which the ipg was replaced. The patient is doing well post operatively. The device will not be returned for analysis as it was discarded by the facility.